Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness, drainage, pain, and incisional wound opening. Hcp reported unk if cultures were obtained. Pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved. Pt risk factor included post-op wound or skin contamination.